Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet and attributed these to inconsistent eating patterns associated with an eating disorder, leading to missed meal announcements; the user treated with oral glucose as needed, and a trainer-recommended factory reset was performed with troubleshooting and education completed. Symptoms included hypoglycemia with alarms for urgent low soon and low glucose. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface, specifically missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.